Manufacturer narrative:
No button error alarm was noted. The pump was received with no button response due to moisture damage on the keypad trace. Unable to perform the functional testing due to the keypad anomaly. The pump had minor scratches on the lcd window, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump buttons did not respond properly when attempting a bolus, and then alarmed for a button error. The customer was unable to clear the alarm. The blood glucose reading was 47 mg/dl. The customer treated with glucose tablets. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.